Event description:
A resident provided an oral fluid sample using the orasure collection device collected by company on or about august 2, 2006. The following day the client reported an all over rash after collection was performed. The rash appeared on his arm, face and trunk, the skin was inflammed and itchy. The orasure customer support staff advised to seek medical attention and offered the ingredients of the collection device and the msds sheet. Reporter was contacted by orasure technologies, inc. On august 7, 2006. The social worker reported that the client refused medical attention, but took a couple of benadryl and by that evening the rash was much improved and the following day the rash was gone.

Manufacturer narrative:
The specific lot used during the collection was not identified. No abnormalities have been identified in released production lots. Msds sheet attached.